Event description:
The customer reported to olympus that during preparation for use, the evis lucera ultrasonic bronchofibervideoscope was experiencing air/water leakages from the channel. There were no reports of patient harm associated with this event. During the device's evaluation, it was discovered that the coating on the connecting tube had peeled off. This report is to capture the reportable malfunction of the coating on the connecting tube being peeled off, as noted in the estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the ultrasonic electric contact was worn, the waterproof failure was due to the pinhole in the channel tube, the aspiration quantity was out of standards due to the dented channel tube, the universal cord was dented, and the electrical connector was corroded. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and same device. However, a similar complaint, c22475633 was initiated from another facility. As a result of checking the shirakawa olympus regular analysis result report (complaint november 2022), there was no increasing trend. Conclusion: the root cause of the failure event "the coating of the connection tube is peeling off. (Upper) 1mm2" could not be identified. That the shipment was made without any problems from the DHR record, and it is presumed that it is highly likely that it occurred later. However, regarding the damage, the contents of the instruction manual (revised number 19) at the time of product shipment match the following description. By doing so, it is judged that the indicated phenomenon could have been prevented. The user can detect the event properly by handling device in accordance with the following instructions for use (IFU): warning: never perform angulation control forcefully or suddenly. Forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation can result. Olympus will continue to monitor field performance for this device.